Event description:
It was reported that the patient faced cannula is bent event on (B)(6) 2026. The blood glucose level was 800 mg/dl and the patient was treated via manual injection also the patient had had nausea and irritability.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.